Event description:
It was reported that a peripheral coil device was used in an unspecified procedure. The coil detached in the microcatheter and was removed. There was no patient harm or intervention reported. No other information was provided.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant stretched with the monofilament exposed, damaged, and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional information received notes the procedure was completed by taking the microcatheter out of the patient and the coil was suctioned out of the microcatheter with a syringe to pull it out. The device was received and evaluated.